Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they wanted to adjust their therapy to feel a stimulation on their feet. Pt said its been a month and a half since the issue started. Pt mentioned on their old ins when they change their position they can feel the stimulation on their lower back down to their leg but now they dont feel any stimulation at all. Pt stated the patient therapy app was not letting them do anything and they can only charge their ins. During the call agent walked the pt through on how to connect the communicator to the handset. Pt said the only available group was a and they are in program 1 with 3.4ma with 90% for the handset. Pt said the communicator was flashing yellow light. Agent reviewed the function of communicator. Pt said neurosense was not available and when they tried to increase the intensity the therapy increase not available message showed. Agent advised pt to keep charging their communicator. Agent redirected patient to their hcp to set up an appointment with manufacturer representative (rep) for reprogramming.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the pt. Pt clarifies they felt stimulation when they first received the implant. Pt reports to troubleshoot the issue they were shown the program adjustments again to use on their own. Pt reports the issue was resolved.